Manufacturer narrative:
Patient age, dob and weight not provided for reporting. Unknown when device malfunctioned. Or when post-operative non-union or malunion occured. This report is for one (1) unknown 12 x 380 tfna nail. Part and lot numbers are unknown. Without the specific part and lot number, model #/lot #: (01) unknown (10) lot number unknown, the UDI is not available. The initial surgery to implant the tfna nail construct was conducted on an unknown date at an unknown place.. Complainant device is not expected to be returned for manufacturer review/investigation. The 510k unknown. (B)(4) used for: patient underwent a revision of a tfna nail due to one (1) tfna nail breaking in two separate pieces at the spiral blade insertion, non-union and malunion. Device malfunction did occur and regardless of misuse, has caused or contributed to the need for medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that a patient underwent a revision of a tfna nail due to one (1) tfna nail breaking in two separate pieces at the spiral blade insertion, non-union and malunion. One (tfna) nail, one (1) spiral blade and one (1) 5.0 mm distal interlocking screw were removed successfully. The initial surgery to implant the tfna nail construct was conducted on an unknown date at an unknown place. The patient was revised to a 4.5 mm proximal hook plate 6-hole plate with 73/35 cannulated locking screw and multiple unknown screws and a new rafn nail with 5.0/85 asl screw and 2 more 5.0 locking screws was implanted. The revision surgery was completed successfully and without any complications or surgical delay. The patient was reported to be in stable condition. This complaint involves one (1) device. Concomitant devices reported: 100 mm helical blade (part# unknown, lot# unknown, quantity# 1); 5.0 mm unknown locking screw (part# unknown, lot# unknown, quantity# 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is a single use device but was not reprocessed or reused. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.